Manufacturer narrative:
(Intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively after a successful hip procedure, two patients incurred infections.